Event description:
A physician reported that, during the flap creation process, turtle shell lines appeared in the bed cut part, causing uneven thickness in the flap in the left eye. The flap lift was successfully completed. Patient symptoms were resolved.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the date this complaint was reported, and confirmed system met specifications as per service installation record. Logfiles, treatment report and clinical pre-op data was requested but not provided, therefore clinical and logfile review cannot be performed. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).